Manufacturer narrative:
Unit passed displacement test, however, unable to prime unit during the prime/delivery test and compromise force sensor alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was 180 mg/dl. During troubleshooting, customer reported of hearing second series of beeps but numbers did not appear on screen after holding down act button. Customer was advised that insulin pump would need to be replaced.